Event description:
It was reported that the all contacts on the patient¿s 0-7 lead were reading >40,000 ohms during and impedance check. The problem was not isolated to one reference electrode. Only the 8-15 lead was being used in programming and the patient¿s therapy was doing well and they felt stimulation in the right location. The patient had acupuncture a couple of months prior to the report and their doctor wondered if there was a correlation between the acupuncture and the out of range impedances. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).